Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 50,476 joules. Also, it was reported that the fiber tip was damaged and the fiber cap detached. Also, the fiber tip/cap was retrieved. No patient injury was reported. A device evaluation is pending.